Manufacturer narrative:
Batch review performed on 10 november 2025. Gmk-spherika 02.12.e0210fr gmk-sphere tibial insert e-cross - flex 2r - 10mm (k202022) lot 2504613: (B)(4) items manufactured and released on 03-apr-2025. Expiration date: 19-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Gmk-spherika 02.12.ka02r gmk spherika femoral component s2r cemented (k211004) lot 2503103: (B)(4) items manufactured and released on 07-mar-2025. Expiration date: 24-feb-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1202r tibial tray fix cemented s.2r (k090988) lot 2433245: (B)(4) items manufactured and released on 07-apr-2025. Expiration date: 20-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 3 months from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon implanted antibiotic spacers to treat the infection. The surgery was completed successfully.